Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house drug free donor urine; all coc, met, bup results were negative at 5 min read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer reported potential false positive results with cocaine (coc), methamphetamine (mamp) and buprenorphine (bup) when testing with multi-drug 11 panel screen. No confirmation testing was performed; samples are random donor urines.